Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving clonidine 241.2 mcg/ml at 48.41 mcg/day, bupivacaine 24.1 mg/ml at 4.837 mg/day and dilaudid 12 mg/ml at 2.408 mg/day via an implantable pump. The indication for use was malignant pain. The patient¿s pump was updated with 40 cc¿s reservoir volume (B)(6) 2017. On (B)(6) 2018 the patient called the company representative stating the pump was alarming. The day of the report the company representative was at the clinic with the patient and interrogated the pump and confirmed the low and empty reservoir alarms. It was noted that (B)(6) 2017 was the actual pump refill. The healthcare provider thought they updated the pump at that time but only had a print report for that date. Per the event log, (B)(6) 2018 was the low reservoir alarm, (B)(6) 2018 was the empty reservoir alarm and (B)(6) 2017 was the last time the pump was updated so the pump was never updated at the last pump refill which was (B)(6) 2017. The company representative would confer the healthcare provider and the patient on what the reservoir volume should be programmed to. No patient symptoms and no further complications were reported.